Event description:
The rptr did back to back blood glucose tests, using different fingersticks, and got results of 147, 310 and 346 mg/dl. He did not have any symptoms. During troubleshooting, the rptr stated that he had just gotten out of the hospital; no details were given.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8